Manufacturer narrative:
Neither device or imaging could be provided for evaluation as they were discarded by the hospital. Additional information provided stated that the implant site was scarred with bone formation. It was also reported that the patient needed more decompression and the revision was performed by removing both of the secure c devices followed by supplemental fixation. It should be noted that secure c is approved as a single-level use device. Based on the information available, there is no evidence of implant malfunction. The reported issue will be updated if more information becomes available.

Event description:
It was reported that a revision surgery was completed to remove a secure c implant 1 year post operatively due to patient pain.